Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the doctor was unable to save prescriptions after entering the prescriptions in the database. The device was not in clinical use at the time the issue was discovered.